Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was not feeling well while the cgm was displaying 190 mg/dl. She was shaky so she checked her bg and it was 23 mg/dl. She tried to acquire sugar but it was too late and she had a seizure. A family member provided the patient with sugar and an ambulance was not called. After intaking sugar, the patient stabilized. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Diabetes mellitus is a known cause of seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was shaky and had a seizure. A family member provided the patient with sugar and an ambulance was not called. At an unspecified time of the event the cgm was reading 94 mg/dl and the blood glucose reading was 300 mg/dl; it could not be confirmed if these values were post-treatment. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.